Event description:
Customer reported that three pts were burned following treatment with their lightsheer loaner unit that they rec'd yesterday. Customer reported that they did not perform test spots with the lumenis loaner.

Manufacturer narrative:
Per the lumenis service depot, the lightsheer loaner had a large spot on the sapphire tip; device energy was in specification. This foreign material appears to be the root cause of the incident. The customer stated that they never perform test spots and stated that instead, they lower their fluences with loaners. Lumenis recommends test spots. Lumenis can not rule out the possibility that the failure of the customer to perform test spots contributed to the pt burns reported in association with this safety complaint.

Event description:
Customer reported that three pts were burned following treatment with their lightsheer loaner unit that they rec'd yesterday. Customer reported that they did not perform test spots with the lumenis loaner.

Event description:
Customer reported that three pts were burned following treatment with their lightsheer loaner unit that they rec?d yesterday. Customer reported that they did not perform test spots with the lumenis loaner.